Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 15-apr-2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received stuck to a cartridge tray. The lens was inspected under magnification. The lens presented covered in viscoelastic residue. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. Complaint issue "explant" and "blurry vision" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to reports of iol mechanical complications, the lens was explanted in a secondary surgical procedure and replaced with a non-j&j lens. Iol mechanical complication was clarified as patient reporting blurry vision when looking far away. Patient continued to report blurry vision during (B)(6) 2024 follow-up appointment. There was no patient injury, no medical intervention, and no surgical intervention during iol exchange procedure. Patient outcome post-lens exchange was reported as doing well. No further information is available.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.